Manufacturer narrative:
(B)(4). G2- australia. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately eight years and two months post implantation due to poly wear and instability. There is no additional information available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the provided picture identified an explanted articular surface showing visible signs of wear on the bearing surface. The component shows signs of use such as blood. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The wear is confirmed via the provided picture. The instability is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.